Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the lead failed to be deployed. At the first attempt to extend the helix, it failed. The lead was replaced. No further information was provided.

Event description:
New information states that the lead failed to be deployed during implant procedure. The lead was not implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information states that multiple dislodgements were observed on the lead during implant procedure. The lead was not implanted.